Event description:
It was reported that during a stent procedure, as the stent delivery system (sds) was being advanced over the guide wire, the tip of the sds appeared to be dislodged. Upon inspection, the tip of the sds was found to be dislodged. Reportedly, there was no patient involvement with the device.